Event description:
This is filed to report the clip becoming stuck in the chords causing tissue damage and worsened mitral regurgitation requiring an intra-aortic balloon pump. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. One mitraclip was successfully implanted central on the mitral valve. A second clip delivery system (cds)(10616r348) was advanced and positioned lateral to the first implanted clip. It was noted that visualizing leaflet insertion was difficult due to the shadowing of the first implanted clip. The leaflets were grasped; however, the mr was not adequately reduced. After multiple grasping attempts the clip became caught in the chords. Standard troubleshooting was performed, and the clip was freed from the chords; however, a chordal rupture was noted. In addition, there was a tear in the anterior mitral leaflet (aml) and the mr worsened. Additional attempts to implant the clip were made, but grasping the leaflets were difficult. The patients cardiac output declined, and the patient required an intra-aortic balloon pump (iabp). The cds was removed from the patient and exchanged for a larger clip. The third cds (11021r177) was advanced to the mitral valve and positioned. Visualizing leaflet insertion was difficult again due to the shadowing of the first implanted clip. The leaflets were grasped, however there was loss of leaflet capture after closing. The cds was removed from the patient and the procedure was aborted. The patient¿s mr increased to a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported poor image resolution and clip became caught in the chords appear to be due to procedural conditions. The inability to grasp and subsequent inability to capture was due to the tissue injury that was caused by the clip when it got caught on the chords. The tissue injury appears to be due to procedural condition of the clip getting caught on the chords. The worsening mitral regurgitation (mr) and subsequent heart failure appear to be due to the tissue injury. Mr, tissue injury and heart failure are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.